Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted and a successful induction test was performed. The lead remains implanted and the patient was monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.